Event description:
It was reported that closing the stimloc clip was a ¿fiddle factor¿ and it did not hold the lead ¿all that well.¿ it was later reported to the ¿best of their knowledge,¿ the manufacturer representative thought the issue was overcome during surgery without adverse effects to the patient.

Manufacturer narrative:
(B)(4).